Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional regarding a patient receiving fentanyl (2000 mcg/ml) and bupivacaine (9 mg/ml) at a daily dose of 850 mcg/day via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 22-dec-2009 the patient reported the she only weighed (B)(6) when the pump was implanted and she had lost weight since implant. The pump felt like it was pushing through her skin. The patient stated she was not told the size of the pump prior to being implanted. Additional information was received on 19-jan-2010 from a healthcare professional and it was reported that the patient was supposed to have repositioning of the pump several months ago but opted not to go through with it. It was unknown if surgical intervention would be performed. Pain was the patient's complaint; the patient had sensitivity/mild tenderness at the device site. The patient was very thin and there was a concern of the pump possibly being too close to hardware already in place. The patient was to consult with another physician. The patient outcome was reported as "no injury". Additional information was received on 05-jul-2016 from the patient and it was reported that the system was removed in (B)(6) 2015. The patient weighed (B)(6) and the pump was too big and stuck out of her body. The pump moved around her organs. When it was removed, "there was a large drainage hole and her muscles in her abdomen fell apart causing drooping skin which she can never get rid of".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.